Manufacturer narrative:
Results pending completion of the investigation.

Event description:
It was reported that on (B)(6) 2019, a (B)(6) year old female patient presented to the facility with pelvic pain that had been occurring for 4 days. The patient urine sample was tested on an hcg urine cassette at 4:40 pm which had a negative result when read between 3-5 minutes using a watch. The patient was sent for confirmatory testing at an off-site laboratory. At 8:27 pm, the serum quant result from the lab was 3236 miu/ml. The patient was notified of pregnancy that same day. On (B)(6) 2019, the patient presented to the facility for an ultrasound with a result of an ectopic pregnancy. The patient was referred to the emergency room where she was treated with methotrexate to terminate the pregnancy. (B)(6) 2019, serum quant= 1675 miu/ml. The patient is due on (B)(6) 2019 for an additional serum quant to monitor hcg levels. No treatment or procedure withheld or provided, no negative impact to the patient based on the hcg urine cassette result. Troubleshooting occurred with a discussion about the false-negative result and possible causes such as technique, storage, handling, and patient factors. Also reviewed testing procedure, storage, and limited technique and specimen information as well as information in the per package insert.

Manufacturer narrative:
Additional information: d3: email: (B)(6) phone number: (B)(6) lot number: hcg9010050 expiration date: 12/31/2020 UDI: (B)(4). G1/g2: (B)(6). Investigation conclusion: investigation conclusion: an investigation was performed on retention products for the reported lot number. Retention products were tested with qc cutoff standard (20miu/ml) and high hcg clinical urine samples (209.16iu/ml, 217.10iu/ml, 228.15iu/ml). Results were read at 3 minutes and all test devices produced expected positive results. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any abnormalities. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. The reported complaint was not replicated. Case details indicate that a timer was not used. Time was measured using a watch and the results were read at 3-5 minutes. Additionally, the urine specimen was tested immediately after collection, not allowed to reach room temperature. Per the package insert: - allow the test cassette, urine, and/or controls to equilibrate to room temperature (59-86°f/15-30°c) prior to testing. - read the result at 3 minutes. - this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy should only be made by a physician after all clinical and laboratory findings have been evaluated.